Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient on the ¿eyeroll of lower eyelid¿ with juvéderm® ultra plus. The patient didn¿t contact or visit the clinic during these days. There was not any issue with eye bags at that time. The patient felt firmness and swelling (cannot confirm feel pain or not) few days ago (from the report day). Patient was recommended to go to a general hospital after visiting another plastic surgery clinic and decided to have surgery after visiting the general hospital.